Event description:
A home patient (hp) contacted baxter's technical service center reporting had air in the line while using a homechoice (hc) machine for therapy. The hp stated she disconnected herself from the machine because she had a lot of air bubbles in her patient line and did not want that to go into her but she did not close the clamps. The tsr instructed the hp to end therapy and start over with new supplies due to the air bubbles and leaving the clamps open when she disconnected herself. The tsr offered assistance to help end therapy and the hp said she could do it. Product surveillance (ps) contacted the home patient (hp) on (B)(4) 2011 regarding the air in the line. The hp stated she started over with new supplies and resumed therapy. The hp did not follow up with her peritoneal dialysis nurse (pdrn). Ps asked the hp if she is aware of the correct disconnect procedures and she stated yes. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing was not confirmed and the cause was not identified. Patient stated they disconnected their self from the machine because, they had a lot of air bubbles in their patient line. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.